Manufacturer narrative:
Correction: section b describe event or problem. This supplemental MDR has been filed as a correction since the device associated in this manufacturer report number 2016493-2025-125642 was determined not a suspect device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, lock replacement was required on the refrigerator. The customer stated that this malfunction did not occur while dispensing the medication and no impact on safety and performance of the device. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, need lock replacement was required on the refrigerator. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.